Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited left ventricular (lv) impedance measurements of greater than 2500 ohms and loss of capture. The patient was noted to have fluid accumulation and ascites. The lead was assessed, and the vector was changed with good lead measurements. The reprogramming resolved the issues. Then intermittent baseline noise was noted on the lv channel in the new vector, which appeared to look like minute ventilation (mv) oversensing; therefore, the mv feature was programmed off. No adverse patient effects were reported. The device remains in service.